Event description:
It was reported that a patient had low blood glucose levels of 25 mg/dl and was unresponsive while wearing the pod between 4 and 24 hours on the leg. The paramedics were called. When they arrived they treated the patient with intravenous therapy with fluids, peanut butter crackers and juice. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.